Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. As this is a general comment no device will be returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that over the last 12 months during procedures to treat chronic total occlusions with whisper extra support guide wires, resistance is met on removal of unspecified balloon dilatation catheters from the wire on the 2nd or 3rd exchange. Previously it was reported that the guide wires could be used for multiple exchanges with no reported problems. The guide wires also feel stickier. There were no adverse patient effects or clinically significant delays in the procedure as a result of the reported resistance. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.